Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2a, d2b, d3, d4, d6a, d6b, g1, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later healthcare professional reported "the prosthesis that is broken is the right one" and "there was liquid but no test was performed". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening, an opening assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis(non penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported¿ rupture¿. Later healthcare professional reported no complaint against the device. Later healthcare professional reported "the prosthesis that is broken is the right one" and "there was liquid but no test was performed". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. Device remains implanted. It is unknown if the device will be returned.